Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: baker¿s grade (unknown) capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 500cc on the right side and unknown mentor saline on the left side saline prosthesis experienced bilateral baker¿s grade (unknown) capsular contracture and implant deflation on the right side post procedure. Patient did a mammogram examination and informed of scar tissue. As a result, patient underwent bilateral replacements as follow: left - cat#: 3503560, sn#: (B)(4), right- cat#: 3503560, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis